Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during safety disk replacement performed by a getinge field service engineer (gfse),  the cardiosave intra-aortic balloon pump (iabp) safety disk was found to fail the membrane leakage test. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). Additional customer contact information: name: (B)(6). A getinge field service engineer (fse) resolved the issue by replacing safety disk d202-00-0140. Fse then performed preventive maintenance and tested functionality and safety of the device and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received safety disk, with a reported unit failure of the safety disk leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications and the cardiosave service manual. Ran the all manifold test. Part failed the pim leak test portion. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.